Event description:
It was reported that they were tried to control patient temperature (pt) to 37c, but patient temperature (pt) was 34.2c. Nurse swapped out arctic sun device to new one before calling about 1hr 15 mins ago. Stated that second device was not warming patient either. Therapy currently stopped. 4 pads connected with good coverage. Verified settings targeted temperature (tt) was 37c at 0.25c/hr. Rectal probe in place. Axillary reading was 33.2c. No seizures, shivering or microshivering. Had restart therapy. System diagnostics were outlet monitor temperature (t1) was 28.9c, outlet control temperature (t2) was 28.9c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 3.5 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 88 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours was 3301.8, pump hours was 2569. Device water temperature (wt) was increased to 32.1c. Advised to call back in 20 mins to verify water temperature (wt) was increased appropriately. Called back 20 minutes later and water temperature (wt) was 39.9c but patient temperature (pt) had dropped to 33.9c. Nurse verified oral temperature reading 33.8c. Discussed medications being administered and affected on patient temperature (pt). Encouraged to add warm blankets to hands, head and feet or bair huggers per their hospital protocol. Also encouraged to speak with provider regarding patient related difficulties warming. Confirmed device was working appropriately. Per follow up information received via email on 12jul2023, it was reported that therapy was completed and there was no impact. Patient was a male in his late 70's early 80's, there was no information on weight. The nurse used a bear hugger to warm the patient. Devices were switched. The 1st device went to biomed and unsure about the 2nd device. No additional information is available.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were tried to control patient temperature (pt) to 37c, but patient temperature (pt) was 34.2c. Nurse swapped out arctic sun device to new one before calling about 1hr 15 mins ago. Stated that second device was not warming patient either. Therapy currently stopped. 4 pads connected with good coverage. Verified settings targeted temperature (tt) was 37c at 0.25c/hr. Rectal probe in place. Axillary reading was 33.2c. No seizures, shivering or microshivering. Had restart therapy. System diagnostics were outlet monitor temperature (t1) was 28.9c, outlet control temperature (t2) was 28.9c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 3.5 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 88 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours was 3301.8, pump hours was 2569. Device water temperature (wt) was increased to 32.1c. Advised to call back in 20 mins to verify water temperature (wt) was increased appropriately. Called back 20 minutes later and water temperature (wt) was 39.9c but patient temperature (pt) had dropped to 33.9c. Nurse verified oral temperature reading 33.8c. Discussed medications being administered and affected on patient temperature (pt). Encouraged to add warm blankets to hands, head and feet or bair huggers per their hospital protocol. Also encouraged to speak with provider regarding patient related difficulties warming. Confirmed device was working appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.